Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the system and replaced the hemoglobin lamp and hemoglobin cuvette to resolve this issue. The fse adjusted the hemoglobin gain as part of the replacement process and ran hemoglobin blank verification check and quality control samples, all within specification. The fse indicated this was the original hemoglobin lamp when the instrument was installed on (B)(4) 2014. (B)(4).

Event description:
The customer reported an error condition of vote-outs (non-numeric results) was generated for the hemoglobin parameter during the daily check process when using the unicel dxh 800 coulter cellular analysis system in their laboratory. Prior to vote outs on daily check, the quality control samples all recovered within range. The customer took the analyzer out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.